Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defects or deficiencies that would contribute to the reported high blood glucose levels, or a failure of the pod¿s ability to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 18.3 mmol/l (330 mg/dl) with large ketones present while wearing the pod between 36 and 48 hours on the abdomen. A correction bolus was administered via pod and manual injection. The patient went to the hospital, the pod was changed, and she went home. There was nothing unusual noted regarding the device. No further information is available at this time. The patient's blood glucose history is as follows: (B)(6).